Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported mitral stenosis and mr appear to be related to case circumstances. Per physician, the increased mr was unrelated to the device and likely related to dialysis, physiological variations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed due to an increased mean mitral valve pressure gradient. It was reported that on (B)(6) 2019, the patient presented with functional mitral regurgitation (mr), restrictive cardiomyopathy, mitral leaflet calcification, and leaflet tethering. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, the patient was discharged home. On (B)(6) 2019, during a follow-up echocardiogram, the mr was grade 2+, mean mitral valve gradient was 8mmhg. Per physician, the increased mr was unrelated to the device and was related to dialysis and physiological variations. There was no reported device malfunction. No additional information was provided regarding this issue.